Manufacturer narrative:
It was reported to cytrellis by physician on february 13, 2023, that patient had a mild acneiform-type breakout post treatment at 10-12 days after procedure. Initially medical affairs stated this complaint as not a serious injury and this risk was identified in our labeling and covered in our risk management matrix risk. However, medical affairs were made aware on april 18, 2023, that patient was diagnosed with a mycobacterium strain and requires long term IV antibiotics via a PICC line. Medical affairs then reassessed this latest information. It was decided on april 27, 2023, that this complaint would now be reportable. There is no evidence that the adverse event was caused by the use of the device. Device not evaluated by manufacturer because no malfunction of the device was reported.

Event description:
It was reported to cytrellis by physician on february 13, 2023, that patient had a mild acneiform-type breakout post treatment at 10-12 days after procedure. Initially medical affairs stated this complaint as not a serious injury and this risk was identified in our labeling and covered in our risk management matrix risk. However, medical affairs were made aware on april 18, 2023, that patient was diagnosed with a mycobacterium strain and requires long term IV antibiotics via a PICC line. Medical affairs then reassessed this latest information. It was decided on april 27, 2023, that this complaint would now be reportable.